Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/burning around the bottom left and right rib cage area (spleen and liver location)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("11 hours in pain"), alopecia ("may hair was falling out excessively"), flank pain ("back pain around kidneys") and neck pain ("pain under the jaw, the soft area before your neck."). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, procedural pain, alopecia, flank pain and neck pain outcome was unknown. The reporter considered abdominal pain, alopecia, flank pain, neck pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report : pain, pain/burning around the bottom left and right rib cage area (spleen and liver location), may hair was falling out excessively, back pain around kidneys, pain under the jaw, the soft area before your neck. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/burning around the bottom left and right rib cage area (spleen and liver location)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("11 hours in pain"), alopecia ("may hair was falling out excessively"), flank pain ("back pain around kidneys") and neck pain ("pain under the jaw, the soft area before your neck."). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, procedural pain, alopecia, flank pain and neck pain outcome was unknown. The reporter considered abdominal pain, alopecia, flank pain, neck pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report : pain, pain/burning around the bottom left and right rib cage area (spleen and liver location), may hair was falling out excessively, back pain around kidneys, pain under the jaw, the soft area before your neck. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: case has become serious incident. New event added: pain and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.